Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the peritonitis was not reported. On unreported dates, the patient was hospitalized for the event and dianeal therapies were discontinued. At the time of this report, the peritonitis was not resolved and the patient was not recovered. No additional information is available.